Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - japan.

Event description:
It was reported that the device does not mesh properly during kit inspection. There is no harm or delay reported. Due diligence is complete.

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined the locking pin would not work properly as the ball detent was damaged. The ball detent was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.